Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused potassium chloride (kcl) in the pediatric intensive care unit (picu) during patient infusion. Less than half of the kcl was delivered. The pump was changed, and the infusion was restarted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.